Manufacturer narrative:
Testing and investigation were unable to confirm the customer's reported complaint of over delivery. The pump passed all testing including delivery accuracy. The pump history was printed at the mfg facility. The pump history indicated that in 08/2004 at 9:30am, the pump was programmed in the tpn mode to deliver a tpn volume of 2375ml, with a 1 hr taper up, a 1 hr taper down, a duration of 14 hrs, a kvo rate of 5ml/hr, a 2500 ml container and the pump was powered off. At 5:23pm, the pump was powered on and at 5:28 pm, the infusion was started. Between 5:51 pm and 9:30 pm there were 17 distal occlusion alarms. At 12:00 am, a new date of (the following day) occurred. Between 1:49 am and 2:29 am, there were 12 low battery alarms. A power loss alarm occurred at 3:01 am. At 3:02 am, the pump was powered on using batteries. At 3:03 am, the infusion was started. At 6:32 am, the taper down began. At 7:03 am, a proximal occlusion alarm occurred. The infusion was stopped at 7:04 am. The pump was powered off at 7:16 am.

Event description:
Report rec'd of an overdelivery. The pump was programmed to deliver in the tpn mode with a tpn volume of 2375ml, a 1 hr taper up, a 1hr taper down, a duration of 14 hrs and a container of 2500ml. The delivery was started in 2004 at 5:28pm. On two days later at 7:03 am, the solution container was reportedly empty. The customer stated that the pump alarmed for proximal occlusion approx 30 mins prior to the expected completion of the tpn infusion. There was no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.